Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrent hernia due to failure of the mesh, breakdown of the permacol mesh as well as dense adhesions of omentum and bowel to the mesh. Post-operative patient treatment included mesh removal surgery.